Event description:
The customer stated there were inconsistent results for (B)(6) for the past several months that had become more erratic over the past week. The customer indicated (B)(6) and (B)(6) were also performed on the same analyzer and were not run in batches. After batching the samples, the issue was resolved. Based upon current information, it has been determined that elevated grayzone, reactive patient results, or elevated out of range high negative quality control results for architect (B)(6) may occur when the assay is run directly following the architect (B)(6) assay. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4) there is a potential to generate false grayzone or reactive architect (B)(6) results when the architect (B)(6) assay precedes the architect (B)(6) assay. Investigation findings to date suggest that the (B)(6) conjugate remains in the dispensing system and is transferred to the (B)(6) reagents during reagent aspiration. A product correction has been issue and reported under 21cfr806 to the FDA, (B)(4). All architect (B)(6) customers who received shipments of lot 76175q100, 79412q100 and 82584q100 will receive the product correction letter. An investigation in progress. A follow-up will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6), 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.